Manufacturer narrative:
(B)(4). Device code 3191. Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that transmitter stopped working occurred. The product was evaluated. An external visual inspection was performed and pass. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of transmitter stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.